Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient did not appear in location (texas) and was instead showing up in a different location. The technical support specialist (tss) had advised the customer to contact the adt (admission, discharge, and transfer) team to re-admit the patient to the correct unit or device. The customer had confirmed that the issue was resolved and had agreed to close the case. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es patient did not appear in location (texas) and was instead showing up in a different location. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.